Event description:
A doctor reported that a system message displayed 10 minutes after beginning to use the device. The pak was exchanged and a system message occurred during priming. The procedure was performed without the iop (intraocular pressure) control. There was no harm to the patent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is expected, but has not yet been received for evaluation. (B)(4).